Manufacturer narrative:
No analysis has been completed at this time as the issue was confirmed on call. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used outside of a procedure. It was reported that during a planned maintenance they found that the site's imaging system's mobile viewing station monitor stated a message "images on disc do not appear to correspond to active database, restore database to backup file." No patient present. No delay. Additional information noted that the they were able to clear this error today by simply deleting a few patients. Evidently on one of the exams the images were misplaced in the database."